Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08745 inches. No delivery anomalies noted. Unable to test basal delivery due to pump error 63. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure. The customer¿s blood glucose was 314 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete the insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.